Event description:
It was reported that the patient had not felt stimulation for 2 days and saw an out-of-regulation (oor) message on the recharger. It was noted that the patient had an appointment with the health care professional (hcp) on (B)(6) 2014. Additional information received reported that the patient was not able to adjust stimulation. It was noted that the patient programmer displayed a call your doctor icon and an oor condition. It was noted that the yesterday the patient turned the implantable neurostimulator (ins) on and all it did was give them a jolt once in a while. It was noted that the patient tried turning the amplitude up and down and that did not help. It was noted that the patient had the stimulator set to 5.6 amp all week and it was working. It was noted that the patient stated that now they were set at 4.9 amp and the stimulator was no doing anything. It was noted that the patient tried the other programs and did not feel stimulation on them except for an occasional jolt when they moved. It was noted that the patient started to see the oor message yesterday. It was noted that the patient cleared the message but still had stimulation issues. Additional information received reported that the cause of the event was unknown. It was noted that the patient was reprogrammed on (B)(6) 2014 and the result was good. It was noted that the patient had pain. It was noted that the patient had no injury as an outcome.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).